Event description:
Boston scientific crm received information that this device was nearing replacement. During the device changeout procedure, the right ventricular lead was stuck in the header.

Manufacturer narrative:
This device was explanted. Pending the completion of lab analysis, this section will be updated appropriately. Upon receipt at our post market quality assurance laboratory, pre-decontamination inspection noted that the header was separated. Post-decontamination microscopic visual inspection noted tool marks in device header and electrocautery marks in the device casing. The header was broken off behind the distal connector blocks. In addition, inspection of the feedthrough wires appeared to have been cut off and one of the anchor pins was cut off. Medical adhesive was noted on the device casing. An is-1 lead was inserted into each lead barrel and each setscrew tightened on the lead pin without difficulties. Analysis testing could not confirm the reported lead stuck. All setscrews moved freely and there was no significant amount of body fluid contamination found. An is-1 only header is not subject to silicone to silicone bonding due to the lack of seal rings in header. The damage to the header was induced.